Event description:
It was reported a cerebrovascular accident occurred. On 19 october 2019, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device was successfully implanted. The procedure was straight forward with no difficulties and a good result. The patient was discharged on aspirin and clopidogrel. The patient did not come in for their three month follow up appointment. On (B)(6) 2020, the patient presented to a different hospital with an ischemic stoke. A transesophageal echocardiogram (tee) was performed and showed that the closure device may have changed position. On (B)(6) 2020, the closure device was surgically removed. When it was removed, some thrombotic material was found. It was noted the closure device was fixed at one side of the laa ostium and the other part was hanging into the atrium. The laa was not closed. The device was successfully removed. The patient was ok. It was further reported that the patient recovered well from the heart surgery and left the hospital on 8 may 2020.

Event description:
It was reported a cerebrovascular accident occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device was successfully implanted. The procedure was straight forward with no difficulties and a good result. The patient was discharged on aspirin and clopidogrel. The patient did not come in for their three month follow up appointment. On (B)(6) 2020, the patient presented to a different hospital with an ischemic stoke. A transesophageal echocardiogram (tee) was performed and showed that the closure device may have changed position. On (B)(6) 2020, the closure device was surgically removed. When it was removed, some thrombotic material was found. It was noted the closure device was fixed at one side of the laa ostium and the other part was hanging into the atrium. The laa was not closed. The device was successfully removed. The patient was ok.